Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with 144 mcg/day of compounded baclofen intrathecal (3000 mcg/ml). On approximately (B)(6) 2015, the patient had experienced increased spasticity and spasms, which was how the issue was identified. On (B)(6) 2015, the patient had a nuclear medication indium dye study which did not show any movement of the dye out of the pump. The catheter was replaced on (B)(6) 2015. The catheter had not been patent and the physician left the spinal portion intact so as to not start a spinal leak. The patient was alive without injury. The issue had been resolved at the time of this report. The patient's pump telemetry was also provided from (B)(6) 2015. The pump had last been changed on (B)(6) 2015 and was examined on (B)(6) 2015. The pump delivered baclofen intrathecal (3000 mcg/ml) at a dose rate of 674.0 mcg/day. The baclofen dose was lowered 79% intraoperative for the pump rotor study to deliver a dose of 144.2 mcg/day. The rotor study was normal and the rotors moved 60 degrees with a bolus of 30 mcg over the course of 1 minute. Postoperatively, the new catheter that was implanted had a new length of 110 cm. The dose had been decreased to the slowest rate for a 3000 mcg/ml concentration (144.2 mcg/day), and there was no change to the dose after the surgery. The low reservoir date was (B)(6) 2015. On (B)(6) 2015, the company representative was informed by a consumer that the patient was feeling much better and getting back to himself. The patient's indication for pump use was intractable spasticity and a spinal cord injury/spinal cord disease.

Event description:
Additional information was received from a company representative indicated the pump was not explanted and the catheter was explanted and replaced. The catheter was discarded before it could be retrieved for analysis. Previous spinal catheter segments were removed. New spinal segment 80.3 cm connected in superior incision to existing pump segment of 27.9 cm which was patient. The new catheter length was 108.2cm. Pump logs were provided from the pump setting examined on (B)(6) 2015. The baclofen concentration was 3000 mcg/ml with a dose per day of 771 mcg/day; therefore it was calculated the patient was receiving a flow rate of 0.257 ml/day in simple continuous mode. On (B)(6) 2015 the pump logs were also examined and the last change was on (B)(6) 2015. The patient's baclofen concentration remained at 3000 mcg/ml and the dose per day was 325.5 mcg/day. The low reservoir alarm date was (B)(6) 2015. The symptoms were initially reported by the patient.